Event description:
The device was sent in for service. Upon eval, it was found to run without user activation. There was no pt involvement and no user injuries or adverse consequences.

Manufacturer narrative:
Upon eval of internal components, corrosion was found in the socket and plug. Damage or extra impedance on the hall sensor line of the socket can result in false run signals.